Event description:
It was reported that the catheter tip twisted and the inner liner detached. The target lesion was located in the right superficial femoral artery. An angiojet zelante was selected for a thrombectomy procedure. During the procedure the tip of the catheter twisted. The device was removed and it was noted that the inner liner detached. The procedure was completed with another of the same device. No patient complications was reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the zelante thrombectomy. Media was provided in the form of three photos. The first photo shows an unknown yellow foreign material. The second photo shows the foreign material on what appears to be a guidewire. The third photo shows the tip of the angiojet. There appears to be a kink near the tip and visible blood inside the device. The condition of the returned device does not match the media that was provided. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual and microscopic examination revealed no damages. Inspection of the device presented no damage or irregularities.product analysis of the device could not confirm the reported damage.

Event description:
It was reported that the catheter tip twisted and the inner liner detached. The target lesion was located in the right superficial femoral artery. An angiojet zelante was selected for a thrombectomy procedure. During the procedure the tip of the catheter twisted. The device was removed and it was noted that the inner liner detached. The procedure was completed with another of the same device. No patient complications was reported and the patient's status was stable.